Event description:
Facility reported that the tubing was leaking from a crack. No pt ill effect. The sample is available for examination. Further conversation with the rn has established that the pt has peritonitis. Organism grown from body fluid (effluet) was ramnella aquatilis. Pt is on ancef 1 gram daily for 3 weeks and cipro 500 mg daily for 3 weeks.